Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product used? Were x-rays or CT scans performed in the patient? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy for a gastrointestinal anastomosis procedure on an unknown date and suture was used., it was reported by a sales rep that, during a pancreaticoduodenectomy for a gastrointestinal anastomosis, the doctor returned the suture/ needle after using it, and when the operating room nurse tried to insert it into the needle sponge, she noticed that the tip was missing. Although the actual needle has not yet been examined, it appears that only about 1-2 mm of the needle tip was missing. The customer would like further details to be confirmed as to whether the needle tip was already chipped or if it was broken during use. It was a control release needle. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: according to the information, it was reported breakage needle the product received for analysis visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled, was submitted for fractographic evaluation. The component was identified as product code. It was requested to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.